Event description:
It was reported that a patient exhibited far-p wave oversensing on their implantable cardioverter defibrillator. No other information was provided.

Event description:
It was reported that a patient exhibited far-p wave oversensing on their implantable cardioverter defibrillator. No other information was provided.

Event description:
New information notes that the patient received a reprogramming intervention on (B)(6), 2022. The patient was stable throughout.